Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed and the physician found an insulation break. The physician elected to cap the rate sensing portion and replace it with a new rate sensing lead.